Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. It is clearly visible that the lower plate has been detached from the rod. We do suppose that this was caused using the applic-forceps. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. No product fault could be detected.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a ti cranial flap tube clamp. It was reported that during surgery, as the surgeon was attempting to fit the implant between the dura and the bone, the lower disc of the implant broke and detached from the stem. Another implant was used, reportedly, without incident.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.